Event description:
Complainant was given "freestyle meter" glucose meter by the physician. Upon using it the readings are significantly lower on this meter, approximately 10 points than the "accuchek comfort curve". Difficult to adjust insulin on a sliding scale.

Event description:
Add'l info rec'd from MFR 6/25/01: a steris field svc tech visited the facility in response to a request for svc. The tech found that the inflatable seal on the steris system 1 processor had ruptured mid-cycle and the lid of the processor had opened. The customer had reported the rupture as an "explosion" of the inflatable seal. This was not the case. No explosion occurred. The seal ruptured and resulted in a loud noise. The risk posed by the inflatable seal rupturing during a sterils system 1 cycle is mainly exposure to a limited volume of steris 20 use dilution. In conclusion, the occurrence of inflatable seal failure is low compared to the number of system 1 processing cycles run. The seal is a serviceable part whose failure may not always be predictable. However, the failure of the inflatable seal is not an event likely to result in death or serious injury.